Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that 7 pumps or about 10% of them had had the same catheter issue where scar tissue developed at the connector to the pump and the scar tissue worked its way in-between the catheter and the pump and occluded it (see regulatory report #3004209178-2019-08219, and #3007566237-2019-00942). It was too loose where the catheter sc connection was. The cases started as catheter revisions and then when they went in to do the revision, they saw the scar tissue growth issue. With the old catheters, the hcp sutured the connection piece onto the pump but the new mobile/moving sc type catheters was where the problem was because they were not sutured on tightly so the scar tissue grew into the catheter and occluded it. It was then stated the issues began at least a year and a half ago, relative to (B)(6) 2019. This information conflicted with the report of over the last year.

Manufacturer narrative:
Related events were reported in regulatory reports #3004209178-2019-07960, #3007566237-2019-00915, #3004209178-2019-07979, #3007566237-2019-00919, and #3007566237-2019-00920. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had an increase in spasms and poor spasticity. They had brought them in for diagnostic testing and determined there was an issue with the catheter. They brought them in for surgery and during the case, the neurosurgeon described seeing "fibrous debris" inside the sutureless connector (sc). After they replaced the sc, they were able to aspirate and get good back flow. The hcp and the neurosurgeon were thinking there may be an issue with the design of the new sc, which may explain why they had 6 different patient's all with the same issue. These issues started over the last year (relative to (B)(6) 2019). There were no further complications reported at this time.